Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker exhibited noise oversensing on the right atrial (ra) channel. As a result, inappropriate atrial tachy response (atr) episodes were stored. In addition, patient felt stimulation near pacer after lifting something heavy. Further testing was recommended. No adverse patient effects were reported. This pacemaker remains in service.

Manufacturer narrative:
Follow up report 1 (correction): this report is being submitted to update section b5 and h6 device and impact codes. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker exhibited noise oversensing on the right atrial (ra) channel. As a result, inappropriate atrial tachy response (atr) episodes were stored. In addition, patient felt stimulation near pacer after lifting something heavy. Further testing was recommended. No adverse patient effects were reported. This pacemaker remains in service. Additional information indicated that the patient was later evaluated at the clinic, and it was concluded that the noise oversensing episode was confused with a real atrial fibrillation (af) episode, therefore, there were no sensing issues. No adverse patient effects were reported. This pacemaker remains in service.